Manufacturer narrative:
Batch review performed on 10-oct-2024: lot 2339620: (B)(4) items manufactured and released on 20-oct-2023. Expiration date: 2028-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient came in reporting tightness and the cause is unknown. The surgeon downsized the poly (from 11mm to 10mm) and the surgery was completed successfully.